Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 27-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("implant migration on right side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anaesthesia. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("insertion failure on right side"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device deployment issue ("catheter - malfunction - deployment difficulty"). At the time of the report, the device dislocation, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue and device dislocation with essure. The reporter commented: placement of implant essure in right fallopian tube on (B)(6) 2016, one expanded outer coil was trailed into uterus. Operation on left side on (B)(6) 2016 (implantation of essure on the left side); pending for 3d ultrasound to localized implant and wished of essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2017: implant migration on right side. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 2.859 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-dec-2017: similar incident listing attached and case updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 27-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("implant migration on right side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anaesthesia. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("insertion failure on right side"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device deployment issue ("catheter - malfunction - deployment difficulty"). At the time of the report, the device dislocation, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue and device dislocation with essure. The reporter commented: placement of implant essure in right fallopian tube on (B)(6) 2016, one expanded outer coil was trailed into uterus. Operation on left side on (B)(6) 2016 (implantation of essure on the left side); pending for 3d ultrasound to localized implant and whised of essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2017: implant migration on right side. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-dec-2017: quality-safety evaluation of ptc. Event added from pqs: catheter - malfunction - deployment difficulty (device deployment issue). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("implant migration on right side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anaesthesia. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("insertion failure on right side"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operation on left side on (B)(6) 2016.). At the time of the report, the device dislocation and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device dislocation with essure. The reporter commented: placement of implant essure in right fallopian tube, 1 expanded outer coil was trailed into uterus. Operation on left side on (B)(6) 2016; pending for 3d ultrasound to localized implant and "whised" of removal. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2017: implant migration on right side. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: device dislocation - analysis in the global safety database revealed 1331 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.